Event description:
Info received indicates screams were heard from pt's room. Upon entering pt was on the floor in left sims position. She was crying and said that she went to roll over and bumped the side rail and it collapsed. Pt reports hitting her head. Doctor examined pt, and reports no visible injury and ordered a CT of the head. Pt already had orders for an MRI of the back. Two milligram morphine was given per doctor's orders.

Manufacturer narrative:
The account checked the bed after the incident and found evidence of the bed sheet being pinched in the left intermediate siderail latch. The account would not release any info pertaining to the pt. The account did not know if the bed exit alarmed as it was not noted. The (B)(4) inspected the bed and found all of siderails would latch and the bed was functioning properly. He also noted the bed was upgraded with a newer style latch/pin. There was no wear or damage. Totalcare bed system user manual (l model and older) and totalcare bed system and totalcare duo 2 system (m model and newer) state: ensure that all siderails are fully latched when in the raised position. Failure to do either of these could result in serous injury or death. While raising the siderails, a click will be heard when it latches into the locked position.